Event description:
The customer reported while on a patient the ventilator was not delivering requested o2 percentage. The ventilator was alarming at the time, but the customer was not with the unit to see what alarms appeared. Patient was on the ventilator at the time of the issue. Patient was swapped to a different ventilator with no harm. Customer has run the ventilator at 100% o2 and analyzer measured 70%. The remote service engineer (rse) advised the flow sensor assembly may need to be changed. The authorized service provider (asp) reviewed the event log upon arrival. No error codes were found. Asp attempted to replicate reported issue (not delivering correct o2 settings) via o2 flow accuracy test, o2 mix accuracy test, and simple circuit with analyzer. Unable to replicate the problem. All readings from all tests measured accurately. Proceeded to perform a full performance & verification test. Since the reported issue could not be replicated, a full performance & verification test was performed on all systems. All systems measured accurate readings. Based on information provided and/or service performed, the customer's alleged malfunction was not confirmed.